Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus / basal delivery. Also, a different error alarm was confirmed in the alarm history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a broken belt clip slot.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 107 mg/dl. During troubleshooting, it was found that the insulin pump was in the customer's front pocket while he dental x-rays were taken. The customer was not using the sensor feature on the insulin pump. He also reportedly received a motor position encoder error alarm. Customer was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.